Manufacturer narrative:
MDR 3003721894-2016-00067 is associated with (B)(4) polident denture fixative. Polident denture fixative is marketed as super poligrip cream in the us.

Event description:
High inr value [international normalized ratio increased]. Case description: this case was reported by a consumer via regulatory authority and described the occurrence of international normalized ratio increased in a male patient who received gsk denture adhesive (formulation unknown) (corega) unknown for denture wearer. Co-suspect products included double salt dental adhesive cream (polident denture fixative) cream for denture wearer. The patient's past medical history included heart valve operation (with mechanical valves). Concomitant products included warfarin sodium (waran). On (B)(6) 2016, the patient started corega. On an unknown date, the patient started polident denture fixative. On (B)(6) 2016, the patient experienced international normalized ratio increased (serious criteria life threatening). On an unknown date, the outcome of the international normalized ratio increased was recovered/resolved. It was unknown if the reporter considered the international normalized ratio increased to be related to corega and polident denture fixative. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: medical device incident report from a consumer received from (B)(6), concerning a male patient ((B)(6)) who had used corega adhesive since (B)(6) 2016. The patient had a medical history of heart valve surgery with mechanical valves. Due to this, he had to take waran (warfarin) every day. On the same day, on (B)(6) 2016, a high inr value was found (in the report it is also stated that the adverse event occurred three days after the start of corega). The patient had to decrease the dose of waran from 19 tablets a week to 6 tablets a week due to the increased inr value. The corega treatment was interrupted and when it was restarted the event reoccurred. The corega treatment was switched to polident ((B)(6) comment: polident is not available in (B)(6) , it is unknown where the consumer purchased it) and the patient recovered. The consumer considered the event as life-threatening. He stated that he received both corega and polident from a pharmacy as otc. He stated that he had no other diseases. The event has affected his daily life in a little or no way. Follow up information received on 10 june 2016 the patient switched from corega and polident to profast (polyvinylacetate and carboximetyl cellulosa) and the inr value was normalized. The reporter considered the international normalized ratio increased to be related to corega and polident denture fixative.

Manufacturer narrative:
This report is associated with argus case (B)(4) polident denture fixative. Polident denture fixative is marketed as super poligrip cream in the us.

Event description:
Case description: this case was reported by a consumer via regulatory authority and described the occurrence of international normalized ratio increased in a male patient who received gsk denture adhesive (formulation unknown) (corega) unknown for denture wearer. Co-suspect products included double salt dental adhesive cream (polident denture fixative) cream for denture wearer and phentermine (profast) for drug use for unknown indication. The patient's past medical history included heart valve operation (with mechanical valves). Concomitant products included warfarin sodium (waran). On (B)(6) 2016, the patient started corega. On an unknown date, the patient started polident denture fixative. On (B)(6) 2016, the patient experienced international normalized ratio increased (serious criteria life threatening). On an unknown date, the outcome of the international normalized ratio increased was recovered/resolved. It was unknown if the reporter considered the international normalized ratio increased to be related to corega and polident denture fixative. Additional details: medical device incident report from a consumer received from the (B)(6), concerning a male patient ((B)(6)) who had used corega adhesive since (B)(6) 2016. The patient had a medical history of heart valve surgery with mechanical valves. Due to this, he had to take waran (warfarin) every day. On the same day, on (B)(6) 2016, a high inr value was found (in the report it is also stated that the adverse event occurred three days after the start of corega). The patient had to decrease the dose of waran from 19 tablets a week to 6 tablets a week due to the increased inr value. The corega treatment was interrupted and when it was restarted the event reoccurred. The corega treatment was switched to polident (loc comment: polident is not available in (B)(6), it is unknown where the consumer purchased it) and the patient recovered. The consumer considered the event as life-threatening. He stated that he received both corega and polident from a pharmacy as otc. He stated that he had no other diseases. The event has affected his daily life in a little or no way. Follow up information received on 10 june 2016 the patient switched from corega and polident to profast (polyvinylacetate and carboxymethyl cellulosa) and the inr value was normalized. The reporter considered the international normalized ratio increased to be related to corega and polident denture fixative. Follow up received on 15 july 2016. Co-suspect products included phentermine (profast) for drug use for unknown indication. The patient had bought the polident in algeria. The patient stated that he was fine and that he had switched to another fixative called profast, which he had bought at the pharmacy. According to the patient it was better with profast; he experienced adverse events, but not as much as with corega or polident. Follow up information received 11 november 2016. The medical products agency has analysed the information given and decided to close the file on this case.

Manufacturer narrative:
Associated with argus case (B)(4) polident denture fixative. Polident denture fixative is marketed as super poligrip cream in the us.

Event description:
Case description: this case was reported by a consumer via regulatory authority and described the occurrence of international normalized ratio increased in a male patient who received gsk denture adhesive (formulation unknown) (corega) unknown for denture wearer. Co-suspect products included double salt dental adhesive cream (polident denture fixative) cream for denture wearer. The patient's past medical history included heart valve operation (with mechanical valves). Concomitant products included warfarin sodium (waran). On (B)(6) 2016, the patient started corega. On an unknown date, the patient started polident denture fixative. On (B)(6) 2016, the patient experienced international normalized ratio increased (serious criteria life threatening). On an unknown date, the outcome of the international normalized ratio increased was recovered/resolved. It was unknown if the reporter considered the international normalized ratio increased to be related to corega and polident denture fixative. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Medical device incident report froma consumer received from the swedish health authority, mpa, concerning a male patient (B)(6) who had used corega adhesive since (B)(6)2016. The patient had a medical history of heart valve surgery with mechanical valves. Due to this, he had to take waran (warfarin) every day. On the same day, on (B)(6) 2016, a high inr value was found (in the report it is also stated that the adverse event occurred three days after the start of corega). The patient had to decrease the dose of waran from 19 tablets a week to 6 tablets a week due to the increased inr value. The corega treatment was interrupted and when it was restarted the event reoccurred. The corega treatment was switched to polident (loc comment: polident is not available in (B)(6), it is unknown where the consumer purchased it) and the patient recovered. The consumer considered the event as life-threatening. He stated that he received both corega and polident from a pharmacy as otc. He stated that he had no other diseases. The event has affected his daily life in a little or no way. Follow up information received on (B)(6) 2016 the patient switched from corega and polident to profast (polyvinylacetate and carboximetyl cellulosa) and the inr value was normalized. The reporter considered the international normalized ratio increased to be related to corega and polident denture fixative. Follow up received on (B)(6) 2016. Co-suspect products included phentermine (profast) for drug use for unknown indication. The patient had bought the polident in algeria. The patient stated that he was fine and that he had switched to another fixative called profast, which he had bought at the pharmacy. According to the patient it was better with profast; he experienced adverse events, but not as much as with corega or polident.